Manufacturer narrative:
Model number/ catalog number: sc-2316-50, serial number: (B)(4), batch/ lot number: 16541094, model/ catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. The patient was doing well postoperatively.